Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, restart error test, rewind test, basic occlusion test, occlusion test, prime and system sensor test,excessive no delivery test and displacement test due to blank display. Moisture damage keypad traces during visual inspection. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 250 to 300mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump and the keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.